Event description:
Patient received hip-tep right side on (B)(6) 2010. Squeaking noises were heard in (B)(6) 2013, breakage of ceramic component was diagnosed.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. The complaint shall be closed with an undetermined conclusion and entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. No further actions are identified. Post market surveillance is per (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The investigation has been reopened due to receiving lot number. Depuy will notify the FDA when the investigation is complete. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A complaints database search did not identify any anomalies. No device associated with this report was received for examination. Based on the information received and the investigation performed, the root cause of the complaint was undetermined. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance reviews ongoing product performance and is per sep 419. The complaint shall be closed with an undetermined conclusion it will be entered into the complaint database and monitored through trend analysis.